Event description:
It was reported that the extractor xl retrieval balloon "breaks along the seam". The procedure type is unk. It is unk if there is any pt involvement or complications associated with this event. Additional info has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.